Event description:
During surgical procedure of cystoscopy and insertion of bilateral ureteral stent, two ureteral stents were found defective upon opening. First ureteral stent of 4.8f x 26 cm with lot # 34867840 was opened and the tip was found with noodlelike curling and surgeon is unable use it. Second ureteral stent of 4.8f x 26cm with lot# 33836340 was opened and still the tip was found with noodle-like curling and surgeon was unable to use it. Succeeding ureteral stents opened were good and procedure proceeded as indicated. No harm done to patient. Ref report: mw5165381.